Manufacturer narrative:
Patient weight was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system did not complete a 3d spin. They started taking a spin, and it stopped partway through the 3d spin. The site restarted the system, and when it booted back up, they tried to take a spin and the spin would not event start even though the green light on the mobile view station (mvs) was still blinking. The site did not have a footswitch to try. Imaging was aborted causing less than hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The system checkout was documented in MDR 3004785967-2018-00500 and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system did not complete a 3d spin. They started taking a spin, and it stopped partway through the 3d spin. The site restarted the system, and when it booted back up, they tried to take a spin and the spin would not event start even though the green light on the mobile view station (mvs) was still blinking. The site did not have a footswitch to try. Imaging was aborted causing less than hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Starter board and cable components replaced to resolve. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system did not complete a 3d spin. They started taking a spin, and it stopped partway through the 3d spin. The site restarted the system, and when it booted back up, they tried to take a spin and the spin would not even start even though the green light on the mobile view station (mvs) was still blinking. The site did not have a footswitch to try. Imaging was aborted causing less than hour delay in the procedure. No impact on patient outcome.